Event description:
It was reported that there was a disparity between the implantable cardioverter defibrillator (ICD) interrogation battery voltage reading and the battery voltage reading on the remote monitoring network. The device was explanted and replaced. No patient complications have been reported as a result of this event.